Event description:
It was reported from the ICU that un unspecified medication "infused too fast." No patient harm was reported. Although requested further information was not provided.

Manufacturer narrative:
Additional information: b7, e2, g2 (report source), h7, h9. Investigation conclusion: the report of an overinfusion was not reproduced during the investigation. The pcu event log shows pump module s/n (B)(6) was programmed to infuse ivf maintenance (drugid1) at a rate of 54ml/hr with a vtbi of 975ml at 8:18 am on (B)(6) 2020 and ran until 9:41 am when the device was channeled off. The volume recorded as being infused during this period was 73ml. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Device inspection: pump module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 22apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested further information was not provided.

Event description:
It was reported from the ICU that un unspecified medication "infused too fast." No patient harm was reported. Although requested further information was not provided.